Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained t-wave oversensing was observed due to fusion beats from premature ventricular contractions. Programming changes and further investigation on premature ventricular contractions were recommended.